Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an issue with charging the pump battery. Additionally, customer experienced an issue with pump battery holding a charge. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer declined to perform troubleshooting with tandem technical support. No additional patient or event information was available.